Event description:
It was reported that during implant attempt, the helix of the lead could not be advanced normally. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated damage at implant.